Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015.

Event description:
A report was received that the patient was experiencing continued pain from the original ipg site from a previous revision (MFR report #: 3006630150-2015-02364). It was also reported that a physician informed the patient that the previous ipg site was leaking and the tissue was gray. It was confirmed by the physician that there was no infection and the patient was prescribed lidoderm patches and it helped some. The patient was doing well.